Manufacturer narrative:
Three devices were returned for evaluation. Sample one was returned with an inserted device and the suture and t¿s deployed. The device was received with the actuator rod in the t2 pre-deployment position. The implants were visually evaluated at 10 x with an eye loupe. No issues were identified with the implant that can be identified to have contributed to the event. The implant was discolored with a dark unidentified material. Sample two contained only the introducer device. The actuator rod is in the t2 pre-deployment position. The device was able to be actuated. The third device sample contained only the introducer needle. The actuator rod was located in the t2 pre-deployment position. Without the full complement of the device, the complaint mode cannot be confirmed. (B)(4).

Event description:
It was reported that during meniscus repair procedure using the fast fix 360, when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1. Both implants and sutures were removed from the body and the procedure was completed with backup fast-fix 360.